Manufacturer narrative:
Reliability analysis inspected 2 opened/used sensor and found 1 of 2 sensors broken. Broken part was missing and it was unable to confirm if the customer received the sensor damages due to it was returned opened/used. Bicarbonate buffer test was performed on the second sensor and it passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the transmitter was not blinking when connected to the sensor and she was receiving lost sensor alerts. Blood glucose value was 270 mg/dl. She reconnected to lost sensor and it did not connect. It was found that the sensors the customer was using had expired on 12/11/2014. Customer was advised not to use them. The product was replaced and returned for analysis.